Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: review of the photo could not confirm the failure mode as reported root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h6 (device code: 1069 break will be retracted as additional information received states that the device was just stuck and they managed to un-jam it.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ratchet on pinnacle screw driver handle found to be broken at the beginning of the total hip replacement case. With the ratchet being broken it wouldn't allow the screw driver to tighten further.